Event description:
(B)(4) have received a smartmix cemvac system, product code: unknown, lot: unknown and not the product originally listed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Customer reported to sales rep and nca (bfarm): intraoperatively the cartouche broke and the cement substance came into the open wound. The same product error happened two weeks before.

Manufacturer narrative:
The complaint specimen has not been returned hence full product investigation cannot be conducted. The sample returned was a smartmix cemvac system, however the complaint initially referenced a product code for a standard cemvac single syringe set. It is therefore thought that either the wrong product information has been provided, or the wrong product returned. Full investigation on the returned sample has been conducted and the product code and lot categories of the complaint report amended to state ¿unknown¿ once confirmation from the complainant was received to confirm that this information was not available. Once the powder and liquid components are mixed, the cement viscosity will increase exponentially with time. If the cement is extruded relatively late when it is too viscous, fracture of the mixing system may occur. The sample shows only a small portion of the cement remaining in the syringe barrel with the majority of it being successfully extruded. This suggests that the cement may have been relatively viscous at time of fracture occurrence. In other complaints of this nature, late extrusion at a point where the cement has become excessively viscous has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components, potentially causing the malfunction reported here. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Additional narrative: the complaint is: intraoperatively the cartouche broke and the cement substance came into the open wound. The same product error happened two weeks before and has subsequently been logged under (B)(4). The complaint specimen has been returned for full product investigation. Analysis has revealed that the syringe barrel has fractured approximately three quarters of the way down with a 70mm fracture visible. Fractures are also apparent at the top of the barrel and in the neck just under the nozzle tip. A slight bend is observed in the nozzle tip. The locking plate which locks the extrusive nozzle in place, has not been pushed in correctly as documented in the IFU. This stabilises and aids the cement extrusion process hence could contribute to syringe fracture and bending of the nozzle tip if it isn¿t pushed firmly in place. The cemvac single syringe kit is sold empty. The type of bone cement used was not specified in the complaint. The properties of bone cement can be affected by a number of external factors. For example: the type of bone cement used; the mixing time used for the cement; the extrusion time used for the cement; the quantity of bone cement used; the storage temperature of the cement; the temperature of the operating theatre; the use of vacuum mixing systems. The cemvac syringe barrel is injection moulded from bormed (B)(4) polypropylene copolymer. This material is relatively tough ((B)(4)). Additionally, the material has a gamma stabilisation additive. Once the powder and liquid components are mixed, the cement viscosity will increase exponentially with time. If the cement is extruded relatively late when it is too viscous, fracture of the mixing system may occur. The sample shows only a small portion of the cement remaining in the syringe barrel with the majority of it being successfully extruded. This suggests that the cement may have been relatively viscous at time of fracture occurrence. In other complaints of this nature, late extrusion at a point where the cement has become excessively viscous, has been attributed to the syringe barrel, or nozzle failure. Attempted extrusion of very viscous cement can induce excessive stress on the system components, potentially causing the malfunction reported here.